Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/19/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After the sensor was inserted, the patient began to experience redness, itchiness and hives. The patient also reported that there was a scar. The sensor was removed on (B)(6) 2017 due to the skin reaction. The skin reaction was located to the side of the belly button on the abdomen. It as indicated that patient treated the affected area with over-the-counter hydrocortisone cream and aloe vera gel. At the time of contact, the patient was doing okay. No additional event or patient information is available.